Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The 85% stenosed target lesion was located in the non-tortuous and severely calcified middle left anterior descending artery (lad). A 3.00 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at a calcified lesion in the middle lad, the balloon ruptured. Then, another 3.00 mm x 15 mm nc emerge balloon catheter was advanced but during the second inflation, the balloon also ruptured. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.